Event description:
It was reported that during a cryoablation procedure, air bubbles were exhibited in the side port upon aspiration. The sheath was replaced and the issue resolved. It was also reported that a system notice was received indicating that the system detected an electrical component failure. The electrical umbilical cable was unplugged and plugged back in and the issue resolved. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and sheath, 4fc12 with lot number 84915, were returned and analyzed. The data files confirmed a 50002 system notice (electrical component failure) that was unrelated to the reported event. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was produced when a test balloon catheter was introduced through the sheath; the hemostatic valve was leaking. In conclusion, the reported air ingress issue was confirmed through testing. The sheath, 4fc12 with lot number 84915, failed the return product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.